Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: ischemia requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that a 3.0 x 28mm xience v stent was deployed in the lad. After deployment of the stent, timi 1 flow was noted and the diagonal branch was found to have been jailed. Ptca was done to treat the jailed side branch. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Ischemia, as listed in the xience v IFU, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the ptca is a secondary effect of the ischemia. There is no indication of a product quality issue. However, a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.